Event description:
During a tonsillectomy and adenoidectomy procedure, the physician utilizing evac 70 xtra plasma wand. After approximately 6 minutes of use, the wand lost coagulation functionality. The physician was required to complete the procedure using a bovie. No pt complications were reported as a result of this event.